Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA: 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. A labeling review was completed and reveal no anomalies. The instructions for use (IFU) states deployment should not be forced or implant breakage or damage to bony structures may result. Furthermore, it states that if resistance to deployment is encountered, and repositioning of the implant is required, rotate the driver counterclockwise until a positive stop is reached and withdraw dorsally to collapse the cam lobes.

Event description:
It was reported that the superion indirect decompression spacer bent during an implant procedure. However, visual examination of the returned implant revealed it had suffered significant damage. The spindle cap was cracked at multiple joints and had bent. This was sufficient to preclude functional testing. The damage to implant indicates the damage was likely due to a combination of deployment against resistance and physician failing to correctly attach the inserter to the spacer.